Event description:
Boston scientific received information that this implantable cardioverter defibrillator had been implanted for little over a year when it entered into safety core. The patient had noted an atypical beeping pattern just prior to further event information that this device was to be removed from service in the near future.

Manufacturer narrative:
Most recently, this medical device was returned to boston scientific for analysis purposes. Final analysis could not confirm or deny the device characteristics caused or contributed to the reported clinical observations. Pacing and defibrillation therapies were verified. As the patient is known to work in an emi (electromagnetic interference) area, the memory errors may have been induced. The boston scientific local area sales representative then confirmed with the patient that the timeframe of when the error occurred was not a time when the patient was working in the emi environment.